Event description:
It is reported that the pad fractured.

Manufacturer narrative:
As returned, a portion of the impactor pad has fractured off the device. This damage is likely caused by repeated use due to impaction on the poly. Impactors or impactor heads should be replaced when the part is no longer functioning. The device history records could not be reviewed, as no lot number is available. Potential field age cannot be ascertained.